Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. As received, the electrode belt was unable to communicate with a monitor and the trunk cable connector was found to be cosmetically damaged. The cause for the electrode belt failure to communicate with a monitor was isolated to an open red (can h) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient stated that an electrode belt cable was damaged.